Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal dialyzer leak. The machine alarmed. Test stripes were used to confirm the lead. Estimated blood loss was 150cc. The pt had no adverse effects and no medical intervention was required. The pt refused to re-et up with new supplies therefore did not complete treatment. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.